Manufacturer narrative:
An event regarding loosening of a triathlon baseplate and femoral component involving simplex bone cement was reported. The event was confirmed through clinician review of provided medical records. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: tibial component malposition in varus position with excessive posterior tibial slope in further combination with suboptimal cemented fixation around the tibial stem have contributed to an overload condition in the triathlon ps arthroplasty with consequent fixation failure requiring revision surgery. An acute trauma with tibial fracture in the months before revision may have accelerated the fixation failure although still as a secondary factor. Does the review identify any procedural related factors that contributed to the event? Tibial baseplate malposition in 7° of varus plus 10° of excessive tibial posterior slope resulting in knee malalignment. Suboptimal cemented fixation around the tibial stem. Does the review identify any patient related factors that contributed to the event? Acute trauma with tibial fracture 5-months prior to revision surgery with acute overload as secondary factor to accelerate fixation failure. Patient obesity (bmi = 31) represents a marginal secondary factor. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices at any time. Product history review: indicated all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: tibial component malposition in varus position with excessive posterior tibial slope in further combination with suboptimal cemented fixation around the tibial stem have contributed to an overload condition in the triathlon ps arthroplasty with consequent fixation failure requiring revision surgery. An acute trauma with tibial fracture in the months before revision may have accelerated the fixation failure although still as a secondary factor. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for right knee. It was reported through the communication of an attorney that allegedly the patient was revised due to a failed right total knee arthroplasty. Update 24 october, 2019: medical review stated the following: right knee revision surgery was performed on (B)(6) 2018. During revision, both tibial baseplate and femoral component appeared loose and could be removed without undue bone damage. The patellar component was intact without issues and was as such retained. Conclusion of assessment: there is some information available in the medical records to suggest that component malposition has played a relevant role in the failure mode of this triathlon ps arthroplasty due to fixation failure. Lack of x-ray availability at this time prevents to establish this with more certainty.